Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that arterial blood pressure value on a flotrac sensor was inaccurate on the first day of use. Although a manchette was also used at the same time, the values measured by flotrac sensor were abnormally higher when compared to the values measured by the manchette. The device was replaced with a pressure monitoring kit. After the replacement, the values of arterial blood pressure were matched with the values measured by the manchette; therefore, the customer suspected a malfunction of flotrac sensor. No other trouble shooting was performed. Neither the abnormal waveform nor the error message was observed. No treatment based on the incorrect value was performed. The device was able to be zeroed before use. The data log was not provided. No occlusion, leakage or kink were confirmed. Philips patient monitor was used. The actual values shown on the monitor during procedure, expected values, whether the values and the waveform matched or not, patient demographic information are unknown. There were no patient complications reported.

Manufacturer narrative:
The reported event of pressure measurement issue was unable to be confirmed during product evaluation. No visible damage or abnormality was observed from the entire unit. No error message was observed on a vigileo monitor and pressure monitor. Flotrac and dpt sensors zeroed and sensed pressure accurately on a vigileo monitor and pressure monitor, respectively. Pressure did not show any drift during output drift testing, initial pressure equaled 150 mmhg, final pressure equaled 151 mmhg for flotrac sensor and initial pressure equaled 150 mmhg, final pressure equaled 150 mmhg for dpt sensor, and met specification per drawing 270378 rev. T. Spec is plus or minus mmhg per hr. Electrical testing showed that both input impedance, 2,407 and 2,319 ohms respectively for flotrac and dpt sensors, and output impedance, 300 and 300 ohms respectively for flotrac and dpt sensors, were within specifications. Input and output impedance specifications for flotrac and dpt sensors are 1,200 to 3,400 ohms and 285 to 315 ohms respectively per drawing 270378 rev. T. Zero offset, 1 and neg. 3 mmhg respectively for flotrac and dpt sensors, also met specification per drawing 270378 rev. T, vex equaled 6.000 v, and vo equaled 0.000015 and neg. 0.000077 v respectively for flotrac and dpt sensors, spec is equaled plus or minus 25 mmhg per drawing 270378 rev. T. Further evaluation regarding supplier related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.